Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed the functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored and programmed of multiple bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the test reservoir units left matches properly to the units left in the pump status screen noted. The insulin pump was received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the new reservoir was completely empty after the customer had just replaced six hours ago. Customer's blood glucose was 2.8 mmol/l. Customer was hospitalized. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.